Event description:
Hill-rom has received a report indicating that the vest may have contributed to a pt's respiratory distress and vomiting through the tracheostomy tube and mouth requiring hospitalization. The unit involved in the incident was returned to hill-rom and evaluated. No problem was found with the unit.